Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es the station had a drawer failure.the customer stated that there was a delay in accessing medication to patient.there were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es the station had a drawer failure. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device model and section h device manufacture date and imdrf annex f grid. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system half height drawer had failed. A field service engineer (fse) had the customer attempt a drawer recovery, which was successful. The customer then performed an inventory count of three medications in drawer 3.2 without any issues. The fse also ran tests using the hardware test application (hta), and all tests passed without any problems. The system functioned as intended after the field service engineer troubleshot the device.